Event description:
The hearing aid user told the hearing aid dispenser that his wax guards do not stay in the hearing aid. The dispenser found that there were 2 wax guards in the user's ear. He recommended the use of an over the counter ear wash kit. This was successful. There were no other problems, no redness, swelling or drainage.